Event description:
The customer contacted beckman coulter inc (bec) in regards to an erroneous low nrbc and high wbc results for one patient without any instrument unicel dxh 800 coulter cellular analysis system generated flags. The result was reported out of the laboratory; however, no death, injury, or affect to patient treatment was reported in associated with this event. The results were questioned when the patient was redrawn the following day ((B)(6) 2011) and a different dxh 800 generated higher nrbc and lower wbc results with a "cellular interference" system message. This triggered a manual slide review which confirmed the presence of nrbcs. As a result, the customer reran the initial sample and the instrument generated erroneous low nrbc and high wbc results again, however, on this occasion the results included instrument generated flags. An amended report was issued. The event of (B)(6) 2011 is captured under MDR 1061932-2011-02125. Service was not provided. Sample information was not provided by the customer. The controls were run before and after the event with no problem noted. The unit is currently performing within quality control (qc) specifications with respect to controls and reproducibility. Analysis of the raw data provided the following: the major separation parameter for nrbc is rlals. After review of the scatter plot, in the nrbc module, it is concluded that sample #1 does not have good separation between nrbc and lymph, resulting in a small percentage for nrbc. Sample #2 shows a better separation and it provides a big percentage. The reason why the sample did not have a flag on the first (B)(6) run is that the data pattern looks like a lymph population without nrbc. The algorithm was not able detect existence of significant amount of nrbc. The root cause is the algorithm reported low nrbc results due to poor separation between the nrbc and lymphocyte populations. The algorithm did not flag the low result because the data pattern appeared as a lymphocyte population without nrbc. The root cause for the high wbc results is unknown.